Event description:
It was reported by service report that the bed had no functions. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: fowler limit switch out of adjustment.